Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia on (B)(6) 2025. The patient's blood glucose levels reached 31 mmol/l (558 mg/dl) while wearing the pod between 37 and 48 hours. There were no specific symptoms other than the high blood glucose level, ketones and a bit of swelling around the infusion site (abdomen). The patient went to the accident & emergency department and was treated with unspecified intravenous drip and insulin injection, then later, applied a new pod. The patient was discharged on (B)(6) 2025. The pod was removed and discarded at the hospital.